Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea 2 ventilator displays the following alarm after (est) extended system test: p max (maximum ventilation pressure) sos. Circuit occluded, safety valve open, and the machine does not work. There was no patient associated with the reported event.

Manufacturer narrative:
This complaint happened during est (extended system test) as confirmed by the customer. Please disregard and void medwatch report number: mwr-12042022-0000012832 under vyaire reference number: (B)(4).